Event description:
It was reported that the bd phaseal¿ protector p14j experienced separation of connector and mating component, and leakage. The following information was provided by the initial reporter: the hcp carefully attached the protector to the vial. We are quite careful particularly when preparing this drug because the drug vial is small. The hcp then engaged the injector connected to a syringe pre-filled with air to the protector. According to the operation flow, the hcp injected air into the vial. However, the air did not enter the vial. As a countermeasure taken in case of the expansion chamber¿s failure to inflate, the pressure in the vial was shifted to a negative state; however, the expansion chamber¿s defect was not resolved.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p14j experienced separation of connector and mating component, and leakage. The following information was provided by the initial reporter: the hcp carefully attached the protector to the vial. We are quite careful particularly when preparing this drug because the drug vial is small. The hcp then engaged the injector connected to a syringe pre-filled with air to the protector. According to the operation flow, the hcp injected air into the vial. However, the air did not enter the vial. As a countermeasure taken in case of the expansion chamber¿s failure to inflate, the pressure in the vial was shifted to a negative state; however, the expansion chamber¿s defect was not resolved.

Manufacturer narrative:
H.6. Investigation summary: one protector connected to a vial was provided to our quality team for investigation. Upon inspecting the product, no issues were observed on the protector or protector membrane, however, the needle of the protector was noted to have penetrated the vial stopper off center, damaging the needle. It was noted that the needle housing was damaged, indicating the protector was attached to the vial at an incline, puncturing the vial near the aluminum. A device history review was performed for reported lot 2005115, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, connecting the protectors to a vial using the m12 assembly fixture. In all cases, the protector was properly attached, the expansion chamber properly expanded, and the product functioned as intended. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, all records were reviewed for the reported lot and results were found to be acceptable. Based on our investigation and sample evaluation, we cannot identify a root cause related to our manufacturing process, it appears the protector was attached at an incline, damaging the needle and preventing the product from functioning properly. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. The m12 assembly fixture should be used in a slow and consistent motion to ease the connection of the protector onto the vial. H3 other text : see h.10.